Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and there was no damage found on the keypad trace and keypad connector. The keypad buttons and display functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 490 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the buttons were unresponsive when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.